Event description:
It was reported that the customer had removed the battery from the insulin pump and received a battery out limit alarm when they put in another battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected battery out limit alarms noted. The insulin pump passed displacement test and off no power test. The operating currents were in specification. A slightly corroded battery cap contacts noted. The insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.